Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that their revel ventilator was not cycling. The issue occurred during patient use which lead to desaturation, the patient was manually ventilated and the device was replaced with another ventilator. No further patient harm was noted.

Manufacturer narrative:
H10: the equipment was received in vyaire facility for evaluation. Service tech was unable to verify the reported "not be cycling" problem. Connected a known good ac adapter and patient circuit. Powered on the vent with the customer's settings and found no abnormalities. Passed 73.2 hours of extended testing. Additional failure during the initial final test, but passed after the o-rings were replaced and modules were reseated. Passed the initial alarm volume test. Unable to duplicate the reported problem.